Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience prime noted the shaft was separated/detached at the guide wire exit notch and 17 cm distal to the strain relief tubing, thus confirming the complaint. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no incidents for shaft separation/detachment reported from this lot. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the narrow circumflex artery, that was mildly calcified and 90% stenosed. After pre-dilatation was performed an attempt was made to cross the stent delivery system (sds) in the narrow vessel. The first attempt was not successful and during the second attempt the stent delivery system shaft separated both proximal and distally. The separated pieces of shaft were removed from the patient without issue. The procedure was rescheduled for the next day and was completed successfully with the placement of another xience prime stent. There was no clinically significant delay in the procedure or adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight, guide cath: xb 2.5, sheath: 6f. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.